Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and seven months after the implant of this transcatheter bioprosthetic valve, the valve was replaced with a surgical valve. Thrombosis was noted via computed tomography (CT), but it was unknown if this was deemed the reason for valve failure. No additional adverse patient effects were reported.